Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 405 mg/dl. The customer was treated with the insulin pump. It was reported that the insulin pump had insulin flow block alarm. The customer in neither emergency room nor admitted into hospital, as a result of high blood glucose. The troubleshooting was performed for the high blood glucose and insulin flow block alarm. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.